Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had jammed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a blown drawer control board and solenoid. The field service engineer (fse) replaced drawer control board and solenoid to resolve. The customer confirmed the drawer was operating correctly. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI). Part analysis: the reported condition of 5-micu - jammed drawer. Drawer not detected on bus was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer control board and solenoid were both blown upon diagnosis. The customer reported that the drawer is now operating correctly after parts were replaced and no additional issues were observed during functional testing. During dchu visual inspection: pn 353578-01: the unit was received with visible discoloration on the coil cover, indicative of an overheating condition and consistent with a thermal event. No fluid ingress or other anomalies were observed. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components during dchu testing: pn 353578-01: no further testing was required due to evidence of thermal damage with visible discoloration on the coil cover, indicative of an overheating condition. Pn 151622-01: the returned pcba dwr cntlr v1.10/v1 was evaluated on an esd-protected surface using a calibrated digital multimeter. Normal resistance values (>1000 ohm) were measured on d501, mosfet q501, and tp501; however, mosfet q601 exhibited abnormally low resistance readings consistent with a short-circuit condition. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a faulty solenoid 12 vdc hh drawer cubie, pn 119879 01, which exhibited thermal damage in the coil and consequently compromised the proper operation of the drawer. Additionally, it was determined that the root cause of the pcba dwr cntlr v1.10/v1 was generated by a short circuit on diode d501 and mosfet q501 which led to circuit instability and compromised the drawer¿s functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had jammed and not detected on the bus. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the failure was caused by a thermally damaged solenoid and a short circuit on the pcba dwr cntlr. There were no adverse events or injuries reported based on this event.